Manufacturer narrative:
We have contacted the initial reporter to request add'l info. This MDR includes all pt, event and device info davol has received to date. A review of the mfg records did not provide any evidence of a mfg related issue which would cause or contribute to the reported event. Currently, it is unk whether or not the device may have caused or contributed to the reported event; therefore, no conclusion can be drawn at this time.

Event description:
2006 - pt had unk open hernia repair surgery with unk davol dual sided mesh implanted. Reports since that time has been unable to bend and/or stretch without pain. Pt also reports that she has been unable to eat because bowels are stuck and is not able to pass food, she is currently being prepped for (B)(6). Pt also reports the mesh has migrated. CT scan with unk findings. 2008 - pt reports open exploratory surgery with unk findings.